Event description:
Reporter indicated that vns pt has experienced constant hoarseness since implant. The pt's device was programmed to on at 0.25ma output current and has since been increased to 0.50ma output current. Treating neurologist indicated that the pt's symptoms seem worse with the increase in programmed parameters and that their symptoms may be related to intubation during implant surgery. The pt was referred to an ent who reportedly indicated that the pt has laryngeal paralysis.